Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had damaged bearings. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional info provided.